Manufacturer narrative:
One (1) 6 french angio-seal vip vascular closure device was returned for product evaluation. The device was confirmed to be manufactured by terumo medical corporation and based on the allegation and lot number, the complaint was confirmed for the reported issue of sheath and locator connection. The component connection between sheath and locator was impaired. Device history records for the lot were reviewed and it was determined that the device was released in conforming condition per the documented release records. The exact cause of the issue cannot be determined but it is likely that distortion in plastic features on the mating area between two components led to mating insufficiency.

Event description:
The user facility reported that the arteriotomy locator was properly aligned with the introducer and does not emit the acoustic signal, therefore, when the physician pushed it into the patient, and it touched the skin it came off too easily. One device was regularly used, and others did not. There were no consequences for the patient. There was no harm to the patient. The procedure was a percutaneous transluminal angioplasty (pta) via femoral artery using a 6 french sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There was no blood loss, and the patient was stable. No equipment or other devices were used with the angio-seal. The user had difficulty inserting the locator into the hub. The user did not succeed in mating the locator and hub, they did the procedure in two to hold the device. There was no audible click on mating; however, there was tactile feedback after mating. The locator came off too easily when it was going into the hub and did not emit the signal. The user attempted to mate the locator and hub three or four times. The locator separated after mating with the hub. The locator was too loose and did not stay in place. The separation occurred when device was in the patient.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to facility policy. A2: age & date of birth: requested, not provided due to facility policy. A3: patient sex: requested, not provided due to facility policy. A4: weight: requested, not provided due to facility policy. A5: ethnicity: requested, not provided due to facility policy. A6: race: requested, not provided due to facility policy. E3: occupation: business line specialist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.